Event description:
Event description guidant/cpi received information that, during transtelephonic monitoring, this ipg (implantable pulse generator) exhibted loss of ventricular capture three weeks post implant.